Manufacturer narrative:
Device was received with missing segments/partial display due to cracked lcd glass. Unable to verify battery power loss alarm due to missing segments/partial display. Device was received with faded serial number label. The p-cap locks properly into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. The customer stated that the display was solid white. The customer did not report of insulin pump screen flashing when screen was turned on after being in sleep mode. The insulin pump will be returned for analysis.